Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the implantable cardiac monitor (icm) exhibited far p over-sensing. Programming changes were made and no patient consequences were reported.